Event description:
Caller reported a tandem mobi cartridge alarm, indicating a malfunction with their insulin pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer attempted to resolve the issue by removing the cartridge and delivering a bolus, but the alarm recurred, prompting cts to replace both the pump and the cartridge. The customer received instructions for storage and return of the problematic pump and was also advised on steps to take upon receipt of the replacement. The caller acknowledged all instructions provided by cts.